Manufacturer narrative:
H.6. Investigation summary bd received samples from the customer facility for investigation. The samples were tested/evaluated and the customer's indicated failure mode for sample quality with the incident lot was not observed as all product specifications were met. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. H3 other text : see section h.10.

Event description:
It was reported that there was poor separator movement with a bd vacutainer® sst¿ blood collection tubes. This occurred on (B)(4) separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: 5ml gold gel with improper gel migration. Specimen was mixed after collection clotted for 30min, spun in a swing bucket at 3500rpm for 10 min. Tubes are stored at room temp away from direct sun. Additional information received (B)(6)2019 : was there multiple patient involvement? If so, please provide the following information for each incident: yes ¿ are patient identifiers available? If so, please provide a few (gender, dob, age, weight, etc.) Information unavailable at this time ¿ was fibrin present in the serum? No ¿ when was the calibration of the centrifuge last checked? Dec 2018 ¿ were the centrifuge sleeves balanced to assure proper performance? Yes ¿ is the centrifuge temperature controlled? If so, to what temperature is it set? No ¿ what did the gel barrier look like (slanted or flat; complete or partial; gel on the walls; gel remaining on the base of the tube)? Was there a complete barrier? Partial ¿ does the poor barrier appear in all tubes or only occasionally? Occasionally ¿ does the patient have abnormally high protein levels (protein disorder)? Information unavailable at this time

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was poor separator movement with a bd vacutainer® sst¿ blood collection tubes. This occurred on 2 separate occasions during use, however, the date/time and or patient information is unknown. The following information was provided by the initial reporter: 5ml gold gel with improper gel migration. Specimen was mixed after collection clotted for 30min, spun in a swing bucket at 3500rpm for 10 min. Tubes are stored at room temp away from direct sun. Additional information received 2019-12-17: was there multiple patient involvement? If so, please provide the following information for each incident: yes. Are patient identifiers available? If so, please provide a few (gender, dob, age, weight, etc.) Information unavailable at this time. Was fibrin present in the serum? No. When was the calibration of the centrifuge last checked? Dec 2018. Were the centrifuge sleeves balanced to assure proper performance? Yes. Is the centrifuge temperature controlled? If so, to what temperature is it set? No. What did the gel barrier look like (slanted or flat; complete or partial; gel on the walls; gel remaining on the base of the tube)? Was there a complete barrier? Partial. Does the poor barrier appear in all tubes or only occasionally? Occasionally. Does the patient have abnormally high protein levels (protein disorder)? Information unavailable at this time.